Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient couldn't get her battery pack to work and that she was using the ins for pain and incontinence. The patient was trying to adjust it but it wasn't helping her pain and incontinence. The patient stated that she knew it was not off because she just turned it back on in the morning. It was reported that the patient shut it off for a while and than turned it back on but no matter what program she was on she could put it up as high as 4 and would not feel any pulse. The patient reported that she worked with a manufacturing representative in the past and had gotten new programs. The patient had 2 helpful programs and 2 that were not helpful. It was stated that the patient had it on the same one for months and that her health care professional told her to find the program that works the best but the patient always thought she was supposed to feel stimulation. The patient reported that normally if she had to switch, she adjusted so she could feel the pulse and would leave it there on the lowest setting but if that did no t work for a couple of days than she would switch again. The patient increased from 1.9 to 2.5 but than during the night, the pain got out of control so she shut stimulation off but did not notice a difference in her baseline pain. She turned stimulation back on and increased all the way to 4.0 but never felt any pulsations. The patient had tried all 4 of her programs and couldn't notice any difference. Trouble shooting attempts were made and the patient programmer showed stimulation was on. The patient was redirected to their health care professional if the issue did not resolve. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the device helped with their symptoms for the first 6 months and then stopped helping. The device isn't helping with what the patient got it to help with, so they are planning on having the device removed. The patient was redirected to follow up with an hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient clarified not getting the battery pack to work as she couldn't feel the device in the area it was put. The patient also stated that she turned it off and back on after a couple of days and could feel it very little and was still having issues feeling the sensation in the area it's supposed to work. The patient reported getting very little relief and the battery pack in her right buttock had migrated and it hurt. The patient noted that she was unaware of the cause and the issue had not been resolved. There were no further symptoms or complications reported or anticipated.